Manufacturer narrative:
Interrogation of the device revealed the device was below the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented for a routine follow-up with the implantable cardioverter defibrillator exhibiting elective replacement indication. The indication triggered on (B)(6) 2018 and premature battery depletion was suspected. The device was explanted and replaced. The patient recovered post procedure and was noted to be in stable condition.